Event description:
The patient was implanted with a nalu peripheral nerve stimulator (pns) system on (B)(6)2024. The physician used staples to close the surgical incision sites. The patient's body appears to have rejected the staples and required an alternate type of incision closure. On (B)(6)/2024 the staples were removed and the physician assistant placed v-lock sutures at the incision sites. The incisions were checked on (B)(6)2024 and appeared to be healing well with the sutures. On (B)(6)2025 the firm was again notified that the patient's surgical incision site had dehisced and there was purulent discharge at the site. The nalu pns system was fully explanted on (B)(6)2025.

Manufacturer narrative:
Prior to explanting the nalu pns system the patient reported receiving good pain relief from the system and expressed disappointment in needing to explant. There is no indication or allegation of any system or component failure, the device appeared to be functioning as expected and providing good therapy for the patient. The initial incidence of failure to heal appears to be directly related to the staples used to close the surgical incision site. The patient's body appeared to have rejected the staples and sutures were placed instead. The patient reportedly has a history of rejecting sutures and has also displayed a lack of good wound care hygiene. After removing the staples and placing sutures, the patient is reported to have pulled out loose sutures at home. No lab testing was done to identify if any infection was present at the incision site, however purulent discharge was noted in (B)(6) 2025. The incision site closure issues do not appear to be related to any nalu product and do not indicate any failure or malfunction of any nalu product.